Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was powered off and upon powering the pump back on the customer noticed the pump time and date were inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. Reportedly, the customer did not deliver a bolus while the pump time and date were inaccurate. There was no reported impact to customer's blood glucose level.